Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system shows intermittent communication loss on all sections. The loss is reported to happen for 30 seconds every minute or two and then returns to normal. The cns is only monitoring bedsides on (B)(4). The biomedical engineer was instructed to power cycle the poe switches. The bme states the issue remains. The bme was instructed to check with their it department to see if any other (B)(4) devices were recently placed in the hospital. Follow-up calls were made to the customer in an attempt to obtain additional information concerning this report. The customer did not return any phone calls. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) shows intermittent communication loss on all sections. The loss is reported to happen for 30 seconds every minute or two and then returns to normal.